Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable, the image was flickering. No reports of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t3 reusable returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on april 12, 2016 and is past the three (3) year expected product life as outlined in the glidescope video laryngoscopes: operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, five (5) years and ten (10) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.